Manufacturer narrative:
Device being sent to manufacturer.

Event description:
The manufacturer was notified that a mitroflow biological heart valve implant was explanted from a patient on (B)(6) 2018. No further information was received.

Manufacturer narrative:
The device was returned to the manufacturer on nov 8, 2018. A gross inspection of the device was performed. The returned valve appeared deteriorated with traces of pannus and organic deposition.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. The device was returned to the manufacturer and visual, x-ray and histological analysis were performed. Leaflets calcification, detected on the returned mitroflow lxa21 (sn (B)(6) with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflets tears. There was no evidence of endocarditis in the returned valve. As reported in various scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) . Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified inflammatory cells throughout the sample. It is not possible to exclude that the patient¿s clinical history and risk factors may have contributed to the valve degeneration. However, due to the limited patient and event information available the exact cause of the calcification, and consequent structural valve deterioration cannot be determined at this time.